Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's daughter) reported that her mother's adc blood glucose meter turned on with the button, but not with a test strip. As a result of this issue, the caller stated that at 8 am on (B)(6) 2016 her mother experienced symptoms of "dizziness" and "sweating", followed by a reported loss of consciousness. The customer was hospitalized at 11am on the same date. She was diagnosed with hypoglycemia and treated with an "injection of glucose" (the caller was unsure of the exact treatment). No readings from the hospital were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Extended investigation for meter (B)(4) has been conducted and current product surveillance data indicates that the product is performing as expected. Investigation results determined there was no malfunction, deficiency or deterioration in the characteristics and /or performance or any inadequacy in the labeling or instructions for use of the device identified.

Event description:
A caller (customer's daughter) reported that her mother's adc blood glucose meter turned on with the button, but not with a test strip. As a result of this issue, the caller stated that at 8 am on (B)(6) 2016 her mother experienced symptoms of ''dizziness'' and ''sweating'', followed by a reported loss of consciousness. The customer was hospitalized at 11am on the same date. She was diagnosed with hypoglycemia and treated with an ''injection of glucose'' (the caller was unsure of the exact treatment). No readings from the hospital were reported. There was no report of death or permanent injury associated with this event.